Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins incisional wound opening was infected. The caller reported that the patient's incision got infected a couple months ago. The patient had been taking oral antibiotics and they said the infection went away but there has been an open sore with nasty stuff coming out. The patient is done with the antibiotics and now it is open again.